Event description:
It was reported that the device had high impedance readings on lv lead and the dr thought it might be due to the setscrew. The patient did not experience symptoms in regard to this matter. Physician states it was identified as a high impedance during an ER admission (patient was admitted for another ailment), and then it was present during a routine follow-up check in the hospital at the patient's bedside. The device has been explanted.